Event description:
It was reported that pt's implantable neurostimulator was in a power-on-reset (por) condition and unable to power on following radiation therapy. Pt reported that prior to radiation therapy, stimulation was turned off and that the battery was fully charged. This event occurred twice, both times following radiation therapy. Both pors were cleared using the clinician programmer. Electromagnetic interference was suspected.

Manufacturer narrative:
.